Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4).the customer reported the suspect user interface module (uim) is available for analysis and an return good authorization (rga) has been issued. At this time, carefusion has not received the suspect uim for evaluation.

Event description:
The customer reported an intermittent unresponsive touchscreen display on this avea ventilator. No known patient event is associated with this event.